Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 53 mg/dl; cause was not known. There was no patient injury. Sugar and carbohydrates were consumed to address bg. Customer declined to upload pump data for tandem technical support to review for a possible cause of low bg. Bg at time of report was at "normal level". Upon follow up, customer met with a healthcare provider. No further action was required.